Manufacturer narrative:
Batch review performed on 18 august 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The pathogen is not available. The surgeon washed out the knee and revised the insert. The surgery was completed successfully. X-rays and explants are not available.